Event description:
Boston scientific crm received information that approximately two months after implant, this atrial lead dislodged. The physician elected to explant the lead and plug the atrial port of the device. There were no adverse effects.